Event description:
The user facility reported the doctor was unable to unfreeze a captured image. The doctor swapped-out the endsocope with another endoscope and recycled the power a few times but the system would only show the one captured image. It is unknown if the doctor was able to complete the procedure. There was no allegation of harm.